Manufacturer narrative:
(B)(4).

Event description:
Procedure: ladg customer states that sulu was attached to idrive for the sixth fire and jaws' function check was attempted. After jaws closed, jaws did not open. New one was opened to correct the problem. Last patient's status: not available. Operating time not extended